Event description:
Hill-rom received a report from a hill-rom technician stating the intellidrive system was moving without pressure on the push handles. The bed was located at the account in the basement. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left push handle malfunctioning. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left push handle to resolve the issue. Based on this information, no further action is required.